Manufacturer narrative:
Thermogard xp ivtm system (B)(4) was evaluated at the customer site. The customer reported complaint for the thermgoard system displaying an error message tcmid: 02 (ce danfoss error) was confirmed during event log review and initial functional testing. The connector was seated properly on the danfoss module to remedy the fault, after which the console passed all the final functional testing and meets all the manufacturing specifications. A visual inspection was performed and no discrepancies were observed. During the review of the event log, multiple error message tcmid: 02 were observed. During initial functional testing, one of the connector on the danfoss module was not seated properly which caused the console to display an error message tcmid: 02. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system (B)(4).

Event description:
It was reported that the thermogard (B)(4) was displaying an error message tcm:ID 02 (ce danfoss error) intermittently. No other information was provided. No known patient consequences reported.